Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was unable to determine the cause of the burnt distal tip from the information obtained. A probable root cause could be that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip while in use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.